Event description:
It was reported the patient had a synthetic plate and 5 screws implanted in his hand and x-ray confirmed 2 screws were backing out and the plate was arched discovered. Hardware has been implanted and date of explant is not scheduled yet. This report is for the unknown plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the plate, part and lot number unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.